Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually evaluated, and following was observed: the balloon burst both radially and longitudinally with no balloon pieces missing. Distal balloon fully separated from proximal end with material bunched toward nose tip and balloon wings flare out. Liner is torn along entire length of shaft. Dimensional inspection was performed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported balloon burst and difficulty to withdraw system through sheath were confirmed based on evaluation of the returned device. However, review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, interactions between the balloon, the struts of the degenerating pre existing valve and/or the calcified nodules can compromise the balloon wall. This can occur through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported difficulties withdrawing the delivery system. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the altered balloon profile could have made it more susceptible to catch on the sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding implantation of a 26mm sapien 3 ultra resilia valve in the aortic position. It was observed during the valve deployment, the 26mm commander delivery system balloon ruptured and tore horizontally. It burst towards the end of the pacing run, and the valve was fully expanded. They were able to get it out of the 14f esheath plus but it tore the sheath down all the way to the partially expanded portion. The end of the sheath folded over on itself, about an inch of the tip of the sheath was completely folded. A 16f esheath plus was used. The patient did not have any iliac complications. There were no complications at the end. The perceived root cause of the balloon ruptured was due to hitting the valve frame.

Manufacturer narrative:
A supplemental MDR is being submitted due to the return of the device. Sections: d9, g3, g6, h2, h3, h6 type of investigation have been updated. A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h11 have been updated.